Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a scratch was noted once the lens was implanted. The lens was removed and replaced during the same procedure and the procedure was delayed ten minutes. There was no pt harm.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).